Event description:
Customer reported loose strip pads.

Manufacturer narrative:
Customer reported loose strip pads in the strip provider module (spm). There were no reports of injury to pt or change in pt management as a result. A new set of strips were sent to the customer. The reason for loose pads is under investigation.